Event description:
The customer reported that the 7700 system would not synchronize the image when the system started up. No pt injury was reported.

Manufacturer narrative:
No ge service was performed. The failure was cleared by the customer. The system operates as intended. No additional information is available.